Manufacturer narrative:
(B)(4). To date, the device has not been revised. A lot number has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, two months after implantation, a hakim programmable valve could not be reprogrammed, and may be overdraining. The valve was implanted post trauma, and the patient remains in a coma due to the trauma. Multiple attempts to reprogram the valve with additional x-ray imaging for confirmation have been done. Valve remains implanted; however, the surgeon plans to revise.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found that the device conformed to specification when released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. The device was returned for evaluation. The valve was visually inspected: no defects noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The valve was reflux tested and passed. The valve was then pressure tested and passed. A review of manufacturing records found the device conformed to specification when released to stock. Based on the results of the evaluation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.